Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-08120. Additional report received identified that surgical intervention was undertaken on (B)(6) 2018 wherein the leads were repositioned (leads were pulled back). Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08120. It was reported that the following the surgical intervention on (B)(6) 2018, (reference MFR. Report# 1627487-2018-06499 and 1627487-2018-06500) the patient had a fall. X rays showed the leads moved up. Patient was thus unable to experience effective stimulation. As a result, surgical intervention is pending to address the issue.